Event description:
Additional information received indicates that surgical intervention was undertaken where in the patient's ipg was explanted and replaced, restoring therapy.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with the charger. The patient programmer displayed a low battery message. Replacement charger did not resolve the issue. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Analysis of returned device identified that this product should not have been reported on because there were no alleged deficiencies with the product .